Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 1 ml ll bns the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: visible silicone oil: 8. Ink spots, embedded matter: 6. Missing stopper: 6. Light damaged plunger: 5. Damaged piston: 8.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-nov-2022. H6: investigation summary : five samples were observed to be missing their stopper and four samples had severe barrel damage/scraping on various locations of the syringe. Missing stopper, and barrel damage are related to the assembly process. A device history record review was completed for provided lot number 1270510. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd syringe 1 ml ll bns the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: visible silicone oil: 8. Ink spots, embedded matter: 6. Missing stopper: 6. Light damaged plunger: 5 damaged piston: 8.